Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: implanted.

Event description:
Customer reported that surgeon performed a retrograde femoral nail on (B)(6) 2019 on a peri-prosthetic fracture. The attending theatre nurse informed (B)(4) that she had filed a report as the implant that was used had an expiry on 01/19. Surgeon was made aware of this before implanting but was happy to proceed.

Event description:
Customer reported that surgeon performed a retrograde femoral nail on tuesday (B)(6) 2019 on a peri-prosthetic fracture. The attending theatre nurse informed teknosurgical that she had filed a report as the implant that was used had an expiry on 01/19. Surgeon was made aware of this before implanting but was happy to proceed.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the event the most probable root cause would be user related issue as surgeon used an implant even after knowing that implant had expiry. The failure was caused due to not following the IFU which clearly mentions that for detailed information concerning the identification of the product (such as system association, catalog no. (Ref), material, expiration date of sterile products) please refer to the marking on the product and/or the labeling of the package. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.